Manufacturer narrative:
Concomitant medical products: product ID: 37744q, serial# (B)(4), product type: programmer, patient. Product ID: 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3777q45, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported there were high impedances on contact 9 greater than 10,000 ohms. There were no signs or symptoms and the patient did not have a clinically undesirable experience. Intervention involved reprogramming. The event was resolved without sequelae and notes as not related to the procedure.

Event description:
Additional information received reported the outcome was resolved without sequelae on (B)(6) 2015. The device was explanted at an ambulatory surgery center on (B)(6) 2015.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interrogation records from (B)(6) 2014 indicated high impedance on electrode number 10. Actions taken as a result of the event included explanting the device on (B)(6) 2015. The outcome was noted as explanted. On (B)(6) 2015 the healthcare professional (hcp) of a clinical study reported that the outcome was resolved without sequelae. Interventions were reported as reprogramming and entire system explanted. On (B)(6) 2015 the healthcare professional (hcp) of a clinical study reported that the outcome was ongoing with no further actions needed. Interventions included reprogramming. It was reported that following explant of the study device, the leads were analyzed by the lab where it was determined that there was no reported device allegation or returned product analysis findings suggestive of a failure of a device, labeling or packaging to meet specifications. On (B)(6) 2015 the healthcare professional (hcp) of a clinical study reported that no actions were taken as intervention and the outcome was ongoing with no further action needed.

Event description:
Additional information received reported that electrode 10 on lead 2 had impedances greater than 10,000. The event was regarded as ongoing. There were no actions taken as interventions.